Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy roadrunner wire guide. A 5fr geenen pancreatic stent was placed over the wire guide and into the pancreatic duct. The tip of the wire guide reportedly looped inside the stent and caught on the stent when removing the wire guide. The wire guide tip stretched and a portion of the core wire broke and remained inside the stent. The physician used a snare to remove the stent and the detached portion of the wire guide simultaneously. Another stent and wire guide were used to complete the procedure. No additional medical procedure were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned wire guide confirmed the report as it was described. Approx 2.5cm of the distal tip of the wire guide has broken and has separated from the body of the wire guide. Both portions were included in the return. The outer coiled cable has stretched and unraveled. The condition of the returned device suggests excessive pressure had been applied to the wire guide (i.e. Stretching, breakage). No other observations were noted with the wire guide. The stent that was used with this wire guide was not included in the return. Therefore, we were unable to evaluate if the stent caused or contributed to this observation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: if the wire guide was subjected to excessive pressure during use and/or general handling, damage to the wire guide can occur. The instructions for use for this product line instruct the user to flush the wire guide with water or saline prior to removal from the wire guide holder and before each exchange. This activity will aid in optimal performance of the wire guide. Inadequate flushing of the wire guide prior to use and between each exchange can result in damage to the wire guide. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is remote. This observation represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.